Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The reported complaint of an mid:10 (post fpga) error message was confirmed based on the evaluation of the thermogard console performed by biomed technician at the customer's site. The issue was found to be due to a loose cable connection on the processor board. Following the service and repair, the console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm console sn (B)(4).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the self-test, the thermogard console (sn (B)(4)) displayed a mid:10 (post fpga) error message. No patient involvement.